Event description:
It was observed that during the device evaluation the image of the colonovideoscope disappeared during angulation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the colonovideoscope disappeared during angulation. Based on the results of the investigation, the root cause was damage on charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.